Event description:
It was reported that the subject device had connectivity issues to the processor. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g1, h2, h2, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image on monitor and bad cable. A root cause could not be identified. Based on the results of the investigation, it is likely that the initial reported malfunction was due to cracks on connector. In regard to the newly identified malfunction "no image on monitor", the issue occurred due to bad cable and connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No other additional information from the customer.